Manufacturer narrative:
Pump received with unresponsive buttons due to moisture damage at keypad traces. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, failed battery test and battery out limit due to unresponsive buttons.

Event description:
Customer reported via phone call that the insulin pump had failed battery test . Customer's blood glucose level was unknown. Customer also stated that neither compartment nor spring was damaged had insulin pump had battery out limit. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.